Event description:
The customer reported the device would not boot, indicating that it was not functional. Note 1 for block a: the customer provided no patient-related information. No adverse events were reported.

Manufacturer narrative:
The device has been received for evaluation. A supplemental report will be submitted upon completion of the investigation.